Event description:
A valiant stent graft was implanted in patient for endovascular treatment of a thoracic aortic dissection. It was reported the device was inspected prior to use, and no issue was observed. During the index procedure, after the stent graft was implanted, the physician observed from the x-ray that the length of the stent graft was different than the length listed on the packaging. The physician believes that the length of the stent graft was shorter than expected. An unknown endoleak was also observed. There was no patient injury. No clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.